Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('one had to be removed because it left the tube, it had perforated the wall and left for the intestines') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("major fatigue") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (one essure removed from the abdomen). Essure was removed. At the time of the report, the fallopian tube perforation, fatigue, depression and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fallopian tube perforation, fatigue and weight increased with essure. The reporter commented: major fatigue, depression, weight gain. One had to be removed because it left the tube, it had perforated the wall and left for the intestines my gynecologist then inserted rings lol but left the second essure in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('one had to be removed because it left the tube, it had perforated the wall and left for the intestines') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("major fatigue") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (one essure removed from the abdomen). Essure was removed. At the time of the report, the fallopian tube perforation, fatigue, depression and weight increased outcome was unknown. The reporter provided no causality assessment for depression, fallopian tube perforation, fatigue and weight increased with essure. The reporter commented: major fatigue, depression, weight gain. One had to be removed because it left the tube, it had perforated the wall and left for the intestines my gynecologist then inserted rings lol but left the second essure in place. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.